Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, on stomach, there was a poor staple formation. The load did not close completely on the tip. An incomplete staple line distally was also noted. To complete the procedure, another load was used. There was no patient injury.